Manufacturer narrative:
Results: eval of the returned unit found that the rj11 clip is not loose. Unit powers on, however, the voice is distorted and slow and the unit will not allow a new message to be recorded, the customer custom message plays instead. The rj11 pins are crossed, the battery springs are bent and the moisture indicator is missing. (B)(4).

Event description:
Customer reported that when the rj11 clip is inserted to the port, there is a loose connection. Customer did not provide a date when issue was discovered. No pt incident or injury reported.